Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or prime/fill anomalies due to a33 alarm. Device received with stripped battery cap coin slot, cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin continues to drip after motor stops during the manual prime process. The customer stated that the they are unable to describe any possible damage to the drive support cap as per customer the plastic part was missing. Customer stated that they received compromised force sensor system alarm during prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised customer to discontinue use of the insulin pump. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.